Event description:
It was reported that the atrial lead exhibited loss of sensing and intermittent capture. An x-ray confirmed the lead had dislodged. On (B)(6) 2014, the lead was successfully repositioned. The patient was in good condition following the procedure.